Manufacturer narrative:
(B)(4). Final analysis found that the insulation was abraded at 7.5cm to 7.8cm from the connector pin. The abrasions were consistent with constant friction against another implantable device or feature of the heart. (B)(4).

Event description:
It was reported that the none pacer dependent patient presented in the hospital for lead revision. It was noted that the right atrial lead exhibited noise and inappropriate mode switching. All other electrical measurements were in range. The lead was explanted and replaced successfully. The patient was in stable condition.